Manufacturer narrative:
The insulin pump passed the displacement test. Motor error alarm during basic occlusion test due to loose/flush drive support disk. Device was received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the customer experienced high blood glucose. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.